Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's sensor was inserted into their glutes; the transmitter light would not flash. When the sensor was removed, the electrode was missing. The patient's blood glucose at the time of incident as 4.6 mmol/l. The sensor was not returned for analysis.